Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and appeared to be stretched with tissue and a trace of calcified body fluids observed on the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin end of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The analysis was not able to confirm any device characteristics that caused or contributed to the reported clinical observation of loss of capture.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
(B)(4). Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture with no asystole observed. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported.